Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:ventricular fibrillation induced by high-output ICD shock: report of cases and review of literature. Bmj case reports. 2017.

Event description:
A journal article was reviewed which contained information regarding ventricular fibrillation induced by high-output implantable cardioverter defibrillator (ICD) shock. The article reports the patient presented with recent worsening shortness of breath, orthopnoea, and syncope. The patient was admitted for decompensated heart failure. The patient was treated with diuretics for three more days in the hospital and was eventually discharged with amiodarone as antiarrhythmic therapy. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.